Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-13159. It was reported the patient was not receiving parasthesia or stimulation coverage of the patient¿s left leg to foot pain. Surgical intervention to revise the scs system leads to obtain left leg coverage would be necessary.

Event description:
Related MFR report: 1627487-2020-13159. Additional information received identified the patient had the entire scs system explanted and replaced with two new octrode model leads. The patient reported receiving satisfactory parasthesia coverage postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.